Event description:
Our distributor in (B)(6) reported that they had a customer complaint that a handheld computer would become non-responsive frequently. The distributor confirmed the event. When he checked the handheld it had a completely drained battery. He reported he reseated the battery and the event did not resolve. It was reported that the screen freezing was occurring on different screens each time. The handheld has been returned and analysis is pending completion.

Event description:
The handheld was received without an ac adapter and serial cable. An analysis was performed on the returned handheld. No anomalies associated with the handheld performance were noted during testing using an ac adapter or the main battery with a full charge. During the analysis it was identified that the lock button was in the locked position. This anomaly most likely did not contribute to the event that was reported in regards to the screen freezing. Once the lock button was moved to the unlocked position, the handheld performed according to functional specifications. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
(B)(4).